Event description:
Family reported oxygen explosion in pt's rv. Pt known smoker with non-compliance with oxygen in use. Program management was able to receive a pending report from the medical examiner's office on late afternoon on (B)(6) 2021. Per me (medical examiner) office pending report of cause of death fire marshall stated that cause is oxygenator and pattern on door consistent with coming from machine. Patient sustained 3rd degree burns over most of body and expired. The official cause of death is still pending.